Event description:
It was reported that pump displayed malfunction alarm code 12 with a fault ID and there were no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Technical support assisted caller with resetting pump using provided reset instructions, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.